Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 47 mg/dl. The customer treated the low blood glucose reading with food. The customer stated that the site is not actively bleeding. The customer stated that blood is not visible on the sensor connector. The customer was advised to monitor her blood glucose.